Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative reported that after calibration of the system that the registrations were within specifications for accuracy.

Event description:
A medtronic representative reported that, while in a cranial resection, the surgeon felt inaccurate when using the navigation system alongside a microscope. No additional information was provided. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome.